Event description:
I had a st jude neuromodulation model 3660 lot#bax661. Implanted in my back at (B)(6) hospital on (B)(6) 2019. It worked great until (B)(6) 2019. On (B)(6) 2019, I turned the unit off with instructions from the st jude contact (surgery mode) so I could have triple open heart surgery. Surgery went well with no recovery problems. On (B)(6) 2019 I was given approval by my heart surgeon to turn the unit back on. The unit would not respond to external commands. Two different registered nurses in the hospital with someone from st judes hot line tried to restart the unit to no avail. Since that time I have met with st judes rep in my doctors office in two attempts to restart the tens. Neither attempt worked. My back pain averages 5 plus anytime I stand or walk. I have been without any pain relief for 60 days and it does not look like I am going to get any help from st judes. St judes has told me that I must pay to have tens unit (it cost $ (B)(6) plus for just the hospital to put it ) and now I must pay to have it removed, send it to st jude and they will determine if they are at fault. That unit worked a total of 12 days. Between american manufacturing quality control, FDA plant inspections and FDA design and test studies, I think the american public is getting ripped by st judes. FDA safety report ID #: (B)(4).